Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) due to early battery depletion. The ICD was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead had high thresholds. The lv lead remains in use but will be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD implanted: (B)(6) 2013. (B)(4).